Event description:
The device was implanted on 8/15/96 for arterial infusion of drug. On 3/5/97, the MFR received a response to a device tracking polling letter from the pt which states that the device was "defective and replaced."